Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the ventilator stopped working and alarmed with tf5505. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The customer reported that the ventilator stopped working, with technical fault tf5505, along with indications that all gas lines failed and o2 sensor missing. A replacement part motherboard msp 159304 was shipped to the customer; however, confirmation of installation and effectiveness has not been received.